Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2019-03120. It was reported the patient's leads had migrated. Surgical intervention was undertaken during which the existing leads were explanted and replaced.